Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had flow issues. The following information was provided by the initial reporter: the control clamp is not tight enough to vent air.

Manufacturer narrative:
Investigation result: sixteen 20039e samples were received for investigation; one sample was received without packaging, the remaining samples were received in opened packaging, three from lot 24036013, two from lot 24066976, and ten from lot 25035358. The customer reported that "the control clamp is not tight enough to vent air" for the returned lots as well as 24125109 (likely the sample without packaging). The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and the following was observed within the returned lots: the sample received without packaging was occluded. The samples from lot 24036013 all flushed without any restriction of flow. The samples from lot 24066976 had one occluded, and one flushed without any issues. The samples from lot 25035358 had one occluded, and nine flushed without any issues. In all instances where the sample was occluded, no fluid flow was observed beyond the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24036013, 24066976, 24125109, and 25035358 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite products in the past 12 months.

Event description:
No additional information.